Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump was submerged under water and was no longer responsive. The customer experienced an elevated blood glucose (bg) level of 511 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level. Customer reverted to manual injections for insulin therapy.